Event description:
The customer reported that his olympus oes elite telescope¿s light guide connector was damaged during reprocessing. There was no patient involvement during this event. The customer did confirm that the intended therapeutic procedure following the reprocessing was completed without any report of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The light guide connector was detaching. Additionally, the unit¿s eyepiece was found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light guide connector damage has been reproduced, and the reported failure mode can be attributed to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.